Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 420 mg/dl. Customer also stated insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.